Event description:
The patient contacted animas on (B)(6) and mentioned that the prime volume was lower than usual. The patient stated that he has not seen the pump push insulin through the tubing or shoot insulin out the end of the tubing during the load step. The pump came off his belt and fell onto the hardwood floor. The patient denied issues with the display screen or loss of prime warnings. There was no reported patient impact associated with this complaint. This complaint is being reported because the patient mentioned a lower prime volume than usual, which may suggest that the pump pushed some insulin during the load step.

Manufacturer narrative:
Recall #: 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a rewind, load, and prime sequence was performed with no alarms occurring. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. Evaluation revealed contamination on the force sensor assembly. Unrelated to the complaint, investigation revealed that the keypad was torn over the down arrow and contrast keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.